Manufacturer narrative:
This report is for an unknown end cap/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018, that the patient was implanted with a tibial nail many years ago to treat a right tibia fracture. The patient presented to the surgeon recently with drainage from the right tibia which, according to the patient, had been occurring for years. Initial markers indicated infection of the right tibia. The surgeon removed the tibial nail on (B)(6) 2018. The bone was healed and stable. No further implants were required. The infection was treated with an antibiotic. This report is for one (1) unknown - end caps. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon removed the nail, end cap and three (3) unknown locking bolts on (B)(6) 2018.